Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was coming out of the channel, however, the specific material could not be identified and the cause could not be specified. It is likely foreign material may not have been removed due to physical damage of the device even when properly reprocessed or the customer did not complete reprocessing due to the observed leak. Upon further follow up with the customer, there were no reported deviations from the instructions for use (IFU). The user inspected the device before use, confirmed the device was not used on a patient with foreign material, followed reprocessing steps per the IFU, did not delay in precleaning after the procedure, flushed the air/water channel with water and air by using mh-948 or other equipment (equipment was not abnormal), manually cleaned the device within an hour after the procedure, and brushed all required parts (instrument channel, suction channel, air/water valve, suction valve, and biopsy valve). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The following issues were discovered during the device evaluation: liquid leaks caused by perforation of the bending section cover; a gap on the upward/downward angulation control knob due to worn of angle-wire; an abnormal condition of the light guide bundle; a crease at the charge-coupled device lens; a broken light guide lens; a crumpled bending tube; and a broken adhesive part of the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported during preparation for a procedure, the evis lucera elite colonovideoscope presented with an air/water leak at the insertion tube/ bending section part. The intended procedure was completed with a similar device with no surgical delay. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that foreign material was coming out due to a blockage that was found in the channel. It was not possible to identify when the foreign material had remained in the channel. There is a possibility that the subject device was used on the patient with the foreign material still present. This report is to capture the reportable malfunction of the inadequately cleaned, blocked channel noted at estimation.